Manufacturer narrative:
Initial.

Event description:
It was reported that a user initiated ilet therapy using u-200 insulin and experienced extended hypoglycemia after meal announcements made while glucose was low, consumed oral glucose to treat, and changed the entered body weight from 197 lb to 97 lb during the episode; the device issue could not be characterized due to insufficient information. Symptoms included hypoglycemia with shaking/tremors and hot flashes/flushes. Outcomes included unexpected medical intervention in the form of oral glucose intake. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information about any specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.